Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the oxygen blending module board was observed. The device's oxygen blending module board was replaced to address the issue. The oxygen blending module board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the test failure was found to be due to a faulty u19 sensor.